Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 3mg/ml at 0.144/mg/day via an implantable pump. The indication for use was non-malignant pain. The patient was in for a reposition of the pain pump due to weight gain and the healthcare provider attempted to aspirate the catheter, it did not aspirate. There was no csf back flow. The physician attempted to push saline through and could not. The physician spliced the catheter but was still unable to get back flow. The catheter was replaced completely. The issue was resolved at the time of the report. The patient status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
Only the distal end of the catheter (B)(4) was returned along with its attached anchor. A compressed area of the catheter was seen 16 cm from the distal tip. Initially there was an occlusion noticed during the decontamination procedure, but the occlusion was broken loose. It is possible the area with the anomaly may have been compressed enough to cause interruption of delivery of drug through the catheter. (B)(4).